Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during zenker's endoscopic approach, while creating myotomy, the stapler didn't cut through the tissue all the way. Endo shears had to be used to transect the tissue between the staple lines.